Manufacturer narrative:
This product remains in service, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker is suspected to have a premature battery depletion. There was a reduction in expected battery longevity between two different device follow ups. The patient was scheduled for an early follow-up check in a couple of months. No adverse patient effects were reported.